Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent orif surgery for distal humerus fracture. On (B)(6) 2023, the bone-union achieved, the patient underwent surgery to remove a dhp double plate. The 2.7 screws could not be removed with screwdriver, and five screws were broken with a carbide drill. The surgeon then attempted to remove the screws with the extraction bolt, but it stripped. The screws couldn't remove even with hospital-owned pliers. At the surgeon's discretion, the surgery was completed with five screws remaining in the patient's body. Regarding the cause of screws breakage, the surgeon mentioned that the stress could have been concentrated. The surgery was completed successfully more than 60 minutes delay. No further information is available. This report is for one (1)unk - screwdrivers this is report 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D10: complainant part is expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.